Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is loose connections on the isolation circuit card. The device was evaluated upon receipt. Performed a functional test. Test passed. Checked the customer complaint and reproduced this complaint "temperature 1 output is fluctuating a lot and sometimes disappears completely" this was caused by loose connectors of the temp 1,2 and out connectors on the isolation circuit card. Secured temp 1, 2 and temp out connectors. No fluctuating or disappearing temp 1 seen after repair. Performed a calibration to be sure complete device meets all standards. Electrical safety test passed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature 1 output was fluctuating a lot and sometimes disappears completely in an arctic sun device. Per review of wo on 13sep2024, device was used on patient. No patient impact, patient switched to different device.

Event description:
It was reported that the temperature 1 output was fluctuating a lot and sometimes disappears completely in an arctic sun device. Per review of wo on 13sep2024, device was used on patient. No patient impact, patient switched to different device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.